Event description:
Complainant alleged that the medics were attempting to defibrillate a pt (age and gender unknown) who was presenting a ventricular fibrillation heart rhythm with the device in manual mode. The medics delivered four shocks to the pt. The first two shocks were delivered at 200 joules and the last two shocks were delivered at 360 joules. Upon the medic's attempt to deliver a fifth shock (joule setting unknown), the devcie failed to discharge. The pt subsequently expired. Subsequent to the event, the medics determined that the reported malfunction was a result of a faculty multi-function cable.